Manufacturer narrative:
Other text: returned device was received in good physical condition. During the evaluation of the device, no fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a level 1 trauma fast flow system. It was reported that during an initial pre-use check, a loud noise from the product was heard. There was no patient injury.